Manufacturer narrative:
Upon completion of the investigation it was noted that the product was received in the original unopened package. Evaluation of the product confirmed the complaint. There is a hair (approximately 1 inch in length) in the package with the product. This is the first complaint of this type for this product code and lot number. We will continue to monitor for this or similar complaint for this product code. The supplier was notified of this complaint and pictures of the "hair' was forwarded for their review. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer transferred from the contact center. Nurse prior to opening the product found a hair in the package. No delay and no adverse consequences.